Manufacturer narrative:
The pump passed the displacement and self test. The pump gave a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to test for the prime, excessive no delivery or occlusion tests due to the motor error alarm. The pump was received with high idle current due to moisture damage on the interface board. No moisture damage was noted on the motor, battery tube or vibrator assembly. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that her child's insulin pump fell into the pool and has a motor error. Child's blood glucose was 90 mg/dl unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.